Event description:
Pt tested on the suspected device with an inr result of 3.8. A lab inr was 2.1. Controls had not been run lately. No treatment alleged. The device was replaced and requested to be returned for evaluation.